Event description:
It was reported that a system error 2240 (air in tubing) occurred on the homechoice (hc) during dwell four of four. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the home patient to clear the alarm. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.